Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer stated that they were unable to see the screen. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was blank and it would turn black after pressing act button. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.